Event description:
It was reported that 1 1/2 hours after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt had a markedly abnormal treadmill stress test and was admitted urgently for evaluation. A coronary arteriogram was done and showed 95% stenosis in the mid left anterior descending artery (lad). The lesion was pre-dilated with a crosssail 3.0 x 10 mm balloon, which was inflated twice up to 6 atms for up to 10 seconds. The physician then placed a taxus express2 8.8% 3.0 x 20 mm drug eluting stent. The stent was deployed at 10 atms for 30 seconds. The stent was post-dilated with a powersail 3.0 x 13 mm balloon and inflated twice up to 14 atms for up to 15 seconds. The final angiography revealed 0 to -10 residual stenosis in the stented segment of the mid lad. There was no angiographic evidence of dissection. The final timi flow was 3. The pt was pretreated with clopidogrel. The pt had chest discomfort periprocedurally which was treated with intracoronary administration of nitroglycerin. Approximately 1-1/2 hours later, the pt developed recurrent chest discomfort with significant electrocardiogrpahic changes involving the anterior leads. Pt was treated with nitroglycerin, heparin and abciximab and was brought back to the cath lab for repeat evaluation. It was confirmed on arteriogram there was thrombotic occlusion of the mid lad stented segment. Successful repeat intervention with a balloon angioplasty as well as thrombectomy with a possis angiojet device restored patency in the lad and the timi 3 flow. The pt tolerated the procedure reasonably well with the exception of a brief episode of nausea during the thrombectomy. The pt was being given heparin and abciximab overnight. The pt was then placed on antiplatelet therapy with clopidogrel to extend to at least one year.